Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies. The insulin pump was received with minor scratches on the display window.

Event description:
Customer reported via phone, the insulin pump was exposed to pool water and sees moisture in it. Customer's blood glucose was 160 mg/dl or lower. Customer stated she went into the pool thinking the device was high enough but then later realized it was submerged in the water. Fluids are located under the lcd display. No cracks were noted on the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.